Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the catheter can't be inserted into due to the swg kink and at the same time the catheter was found leak during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00228.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The catheter involved with the complaint was not returned; therefore, a full visual analysis could not be performed on the catheter. Per the customer report and the returned sample, kinking was also noted on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report and the sample received, the root cause cannot be determined without the catheter also returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician found the catheter can't be inserted into due to the swg kink and at the same time the catheter was found leak during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00227 and 9680794-2025-00228.